Manufacturer narrative:
Manufacturer ref no.:(B)(4). Baxter received and evaluated the device. The door not fully latched alarm was confirmed and reproduced while attempting to load a set. Evaluation determined this condition was caused by loose link screws. The link screws were replaced.

Event description:
During baxter's functionality testing, a spectrum pump had door not fully latched alarms. There was no patient involvement.